Event description:
On (B)(6) 2022 hemovac drain was d/c'd by physician. On (B)(6) 2022 patient was complaining of pain in right knee and concerns with stability during pt. Imaging taken and revealed a retained hemovac tube. FDA safety report ID # (B)(4).